Manufacturer narrative:
The device and accessories were returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the multifunction cable. The multifunction cable was replaced to remedy the report. The device was recertified and returned to the customer. The physical damaged to the cable observed is not associated with typical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.